Event description:
.

Manufacturer narrative:
Device #2: investigation is not complete. Trends will be evaluated. Although attempts were made, no report was received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00088; however, this component was not removed. This event occurred in (B)(6).